Event description:
It was reported that a patient presented with loss of ventricular capture noted on the patient's implantable cardioverter defibrillator. Isometrics were performed and were unable to reproduce the over-sensing. Programming changes were made to adjust the output against the patient capture thresholds. Additionally, over-sensing was observed on the device. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.

Manufacturer narrative:
Reported complaint of failure to capture and unspecified oversensing were not confirmed. The device voltage was at elective replacement indicator (eri) upon receipt. Analysis of device image was performed, and no anomalies were noted. Further analysis of the device¿s lead impedance, sensing, capture, and high voltage shock test were found to be normal. Longevity assessment was performed, and device was found to have normal battery depletion based on usage.